Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The device was provided for an examination and root cause analysis in our service laboratory in (B)(4): results: a visual inspection was performed. The cover caps on the screw pillars and the production seal on the lower housing were intact. The device is slightly dirty, but no visible damage could be found. A functional test was performed. The device passed the self-test. A space line was inserted, the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. The device history files were read out and analyzed. No abnormalities were found in the device and alarm history. The downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested according to the requirements of the technical safety check. Furthermore, the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The mechanical pressure was slightly out of tolerance, but it had no effect on the flow accuracy. A delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal feed rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +1,70%. The device was disassembled, and the inside was investigated. Inside the device was slightly dirty, but no visible damage was found. Judgment: the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "underinfusion" according to the customer: "even after a set change, only delivers approx. 50% of the set volume, please calibrate and carry out technical safety check."